Manufacturer narrative:
On 9/22/2020, a manufacturing record evaluation was performed for the finished device 7336898 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 275cc and experienced left deflation, bilateral breast ptosis. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the right breast implant.